Manufacturer narrative:
The other additional device referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated, and reported device damaged by another device resulting in slda appears to be related to user technique/procedural circumstances (poor imaging quality). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip damaged by another device causing the clip to detach from one leaflet, requiring another clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (91101u186) was successfully implanted at a2p2. A second clip delivery system (cds) (91101u187) was advanced however due to imaging difficulty, it interacted with the first clip, causing it to detach from the anterior leaflet (single leaflet device attachment (slda). The second clip was implanted in an attempt to stabilize the first clip however post deployment, it detached from the posterior leaflet. A third clip (91127u374) was implanted to stabilize the second clip, however the mr was unable to be reduced and remains at 4. The patient was referred for valve replacement. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.